Event description:
It was reported that clinical data revealed that the right ventricular (rv) lead had high pacing thresholds and high pacing impedance measurements approximately 5 years ago. It was also reported that during a changeout, the rv lead had no capture at maximum output, high impedance measurements, and sensing at 8 millivolts. The physician reported the rv lead subclavian crush. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2003. (B)(4).

Manufacturer narrative:
The lead was capped and remains in patient.